Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, generalized illness. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported via mw5096368 that a female patient underwent a breast surgery with two unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including breast pain, neck pain, joint pain, back pain fatigue, unable to concentrate, anxiety, depression, positive ana test, possible lupus or connective tissue disease, and haven't been able to work full time. The root cause of the patient's symptoms is unclear. In addition, the patient experienced rupture (unspecified side). As a result, the patient underwent removal and replacement with unspecified saline breast implants in 2015. It is currently unknown which side the patient experienced rupture. At this time of report, rupture is reported as left-sided. The date of explantation was estimated as (B)(6) 2015 based on available information. Since no contract information was provided, mentor was unable to follow up for further clarification. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the patient's demographic, complaint devices, date of implantation, and revision surgery. The patient's identifier is (B)(6), and the patient dob is (B)(6) 1972. The complaint devices are two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(6), right serial #: (B)(6)). The date of implantation was (B)(6) 2015. The date of explantation was estimated as (B)(6) 2020 based on available information. Additional information indicated that the patient was scheduled to undergo explantation, however, it is not clear if the patient had replacement devices. The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).